Event description:
The customer stated that his blood glucose was tested using his contour meter and his doctor's meter (type unknown). The customer's meter read over 300 mg/dl while the doctor's meter read 150 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement test strips will be sent.